Manufacturer narrative:
(B)(4). A visual examination of the returned uphold¿ lite reveals that the suture on the blue with white stripe dilator is broken and remainder of the suture with dart was not returned. The suture on the blue dilator is cut, most likely to facilitate removal. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a cystocele reduction procedure performed on (B)(6) 2016. According to the complainant, during the procedure, one of the device attachment got mismatched making the material unusable. The procedure was completed with another uphold¿ lite. This event has been deemed reportable based on the investigation finding: lead suture broken.